Manufacturer narrative:
(B)(4). Performed a visual inspection of the returned item and found it to exhibit signs of repeated use and has fractured on the lateral side. The anterior of the post feature of the other returned product is fractured off and stuck in the assembly feature. The DHR was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. Investigation into this issue determined that the likely root cause for the tasp fractures is bending/torsional loading on the device. Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured tasp component in this complaint was manufactured before the design modification. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends multiple MDR reports were filed for this event, please see associated reports: 0001822565-2021-02995.

Event description:
It was reported the tasps were returned fractured. All pieces have returned. It is believed that the instruments were discovered after the surgery was completed and that they most likely broke during the cleaning process. No further event information available at the time of this report.